Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag for the report. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needle holder and the probe needle bent and broke off at the stiffener sleeve. The degree of wear could not be determined to the needle breaking off at the stiffener sleeve. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle/stiffener pulled out, which can be a possible contributing factor of the tip slid off probe at the time the reported event was observed. The evaluation also indicates the probe had a bent and broken needle. How and when the needle/stiffener pulled out and the probe needle became bent cannot be determined from this evaluation, the needle broke off during evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the pulled needle/stiffener and bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site all probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: 2023-02025

Event description:
A customer reported one of the vitrectomy kits was defective. The tip slid off probe while in the eye. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).